Event description:
The surgeon applied the tigerpaw system ii and removed the loading device - the fastener was noted incompletely deployed (only one connector located at the elbow, connector number one was functioned properly. The portion of fastener that was not deployed was removed. Another tigerpaw system ii was used. The second device was also deployed incompletely with only connectors one and three functioning properly. "Mild" bleeding was noted at multiple puncture holes on the left atrial appendage. Sutures were used to control bleeding.